Event description:
It was reported that during a laparoscopic gastric bypass procedure, on the second firing the surgeon stated that he fired the gun and it would not open. He hit the reverse button and the knife blade would not return to home position. He repeated this step with the same result. He then hit the firing trigger and the device finally opened. The surgeon said it was not on thick tissue and he did not hear any weird noise. There were no patient consequences. The sales rep reported that the device worked after that with no problems, so case was completed with the same device.

Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent.